Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Although no samples were returned, pictures were returned for further evaluation. The two returned pictures were visually evaluated per specification. Pictures were also evaluated by subject matter expert. The first picture shows three blister lids which confirm the three reported lots. The second picture shows the micro pin connected to syringe filled with solution. One blue particulate was noted in the syringe which matches the color of micro pin. Particulate potentially might have come off from the pin. The defect of foreign matter in the fluid path is confirmed. Since the picture shows the product was used, there is also a possibility that the damage to micro pin could have occurred during clinical use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: it was reported that a blue plastic foreign body was sighted within the syringe. No injury reported. Possible lot number provided: lot number 0061760655: expiry date 12/31/2025; production date; 01/12/2021. Lot number 0061759334: expiry date 11/30/2025; production date; 12/14/2020. Lot number 0061766941; expiry date 01/31/2026; production date; 02/01/2021.